Manufacturer narrative:
On 10/22/19, the suspected medical device was returned for evaluation. On 11/08/19, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the sample, it was noticed that there is a leakage at the union between shell and patch. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2019.